Manufacturer narrative:
Other relevant device(s) are: brand name: micra. Model #: mc1vr01-delsys / expiration date: 14-aug-2020/ serial#: (B)(4), UDI #: (B)(4). Device available for evaluation? No. Mfg date: 22-mar-2019. Labeled for single use? Yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the patient experienced perforation, pericardial effusion, and arrhythmias of bra dycardia and tachycardia. Pericardiocentesis and cardiac repair surgery was performed. The leadless implantable pulse generator (ipg) remains in use. The delivery system was removed. No further patient complications have been reported as a result of this event.